Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as no devices, pictures, or medical records were provided; visual and dimensional evaluations could not be performed. X-rays were provided, but not reviewed by a healthcare professional as they would not have been able to enhance the investigation due to the single time point view, which would not appreciate the reported subsidence. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). G2: australia. . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products ----------------------------------------- 00575201601 cruciate retaining cr-flex (gsf) femoral component lot# 63029742. 00595203010 articular surface size yellow/c-h 10 mm lot# 63119736. 00597206532 nexgen all poly patella lot # 62884638.

Event description:
It was reported the patient underwent revision surgery due to tibial subsidence approximately 8 years post implantation.